Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the central control monitor (ccm) froze during case. The device was not changed out. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.